Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a device preoperative examination, it was discovered that the coating on a biwire nitinol hydrophilic wire guide was had fallen off at the "sheath end." A new wire guide was used to complete the procedure. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during a device preoperative examination, it was discovered that the coating on a biwire nitinol hydrophilic wire guide was had fallen off at the "sheath end." A new wire guide was used to complete the procedure. This occurred prior to patient contact; there was no impact to the patient. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned in an open package. Water was noted in the wire guide holder. The device was forwarded to the supplier for further evaluation. The device supplier conducted a physical examination of the device. The device presented an overall length of 151.10cm and a finished diameter of .03065¿ to .03245¿. A gage bushing certified to be .0350¿ passed over the length of the device with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity to either aspect of the polymer jacket damage. The device presented skive/cut damage located 3.80 to 4.10cm from the distal (angled) tip in a proximal to distal orientation with material removal and a 0.50cm length of polymer jacket material partially detached from the distal (angled) tip due to a ductile, tensile overload. Except where noted, the device appeared visually and dimensionally correct. A review of the device history records was performed by the supplier did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested and was determined to be acceptable. The supplier investigation concluded that the product met specification at the time of shipment. A document-based investigation evaluation was also performed by cook. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is provided with instructions for use which caution, ¿manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access,¿ and, ¿when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating.¿ based on the available information, cook has concluded that a cause for this event could not be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. The risk assessment for this failure mode was reviewed, and it was concluded no additional escalation actions are recommended. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.